Manufacturer narrative:
During follow-up, the patient said he noticed no defects or malfunction with the ultram14 product, and did not know the lot number of the ultram14 units he was using at the time of the infection.

Event description:
Intermittent catheter patient's (user) nurse practitioner stated the patient was treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he could not recall the details of a treatment but maybe he was given something, and did fully recover from the infection.